Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. B3 date of event: article publish date used as no event date was provided. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Miyazawa, h., yanagisawa, s., inden, y., fukushima, t., hiramatsu, t., adachi, k., teraoka, t., ota, r., miyamae, k., tanaka, y., shimojo, m., tsuji, y., & murohara, t. (2026). Comparative analysis of hemolysis incidence across 3 different pulsed field ablation systems. Heart rhythm o2. Advance online publication. Https://doi.org/10.1016/j.hroo.2026.04.009.

Event description:
It was reported via literature that multiple serious adverse events occurred. This single-center, retrospective study was completed between october 2024 and october 2025 to examine the differences in hemolysis among three (3) pulsed field ablation (pfa) systems, farapulse and two (2) non-boston scientific (bsc) systems, by assessing changes in hemolytic, myocardial, and renal biomarkers at baseline and twenty-four (24) hours after ablation. Procedure summary: forty-three (43) patients with paroxysmal or persistent atrial fibrillation (af) underwent first-time pfa between (B)(6) 2024 at (B)(6) hospital, japan. All patients received continuous oral anticoagulation therapy. Before the procedure, left atrial appendage thrombus was excluded using either contrast-enhanced computed tomography (CT) or transesophageal echocardiography (tee). Pfa procedures were conducted under deep sedation. Intravenous heparin was administered during the procedures to maintain an activated clotting time of 300 to 400 seconds. In all cases, 1000 ml of intravenous fluid was administered until the next day. Pfa was initiated with a transseptal puncture using a non-bsc sheath, which was subsequently replaced with a faradrive sheath. Through this sheath, the farawave catheter was introduced to the left atrium. The farawave system delivered one (1) application as five (5) 2000 v biphasic pulse trains (200 ms duration with 300 ms intervals) via the farastar generator. Pfa procedures were guided by a non-bsc mapping system. A minimum of eight (8) applications per pulmonary vein was recommended for farapulse, with additional applications performed at the discretion of the operator. The mean total number of applications of pfa energy was 45.3. Pfa for the left atrial posterior wall was performed in three (3) patients. Procedural complications of the 43 patients that underwent pfa with the farawave catheter two (2) cases of acute kidney injury occurred, both of which fully resolved with hydration. No further information on the status of the patients is available.